Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
It was reported that the patient received the elective replacement indicator (eri) message. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue.

Manufacturer narrative:
The report that the ipg displayed the eri message ¿replace generator soon¿ was confirmed. A longevity calculation and analysis of the returned ipg confirmed the device had displayed the eri message and had normal battery depletion. Hence, this event is no longer reportable.